Event description:
The customer called in for heop with the date and time on her meter. While setting the date and time, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. The customer was able to reset the meter to mg/dl with assistance. The customer was satisfied and no product will be returned.